Event description:
Revision surgery for mpact dh loosening 1 year and 11 months post-primary. The shell, liner and head have been revised successfully.

Manufacturer narrative:
Batch review performed on 26 may 2023:lot 2011711: (B)(4) items manufactured and released on 03-feb-2021. Expiration date: 2026-01-(B)(4). No anomalies found related to the problem. To date, 97 items of the same lot have been sold without any similar reported event in the period of review.